Manufacturer narrative:
Correction: section h device manufacture date, manufacturer narrative a supplemental MDR was submitted to reflect the correct device manufacture date and manufacturer narrative. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door was not latching. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door was not latching. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not latching. A field service engineer identified that the srm offset hasp was misaligned, causing it to loosen due to repeated forced closures. Reinstalled the hasp with proper alignment to ensure secure fit and functionality. Remounted the srm probe inside the refrigerator to restore correct placement. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).